Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. The contrast keypad button was intermittently responsive during testing. Investigation revealed that the up arrow, down arrow, and ok keypad buttons required excessive force to obtain a response. During investigation, the up arrow, down arrow, and ok button key contacts were observed to be misaligned. The contrast button key contact was inverted. The up arrow, down arrow, and ok button key contacts became inverted with button presses, and the buttons did not spring back as expected. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the up arrow and down arrow keypad buttons have been intermittently unresponsive for 2 weeks. He denied damage to the rubber keypad; denied that the pump has been exposed to water or cleaning products; and stated that the pt wears the pump in a case on her hip.